Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Coatomer reported received a no delivery alarm followed by motor error alarm on her insulin pump. Customer stated that the motor error alarm occurred during insulin bolus delivery. Customer reported she does not use the sensor feature and she is able to rewind the insulin pump. Blood glucose 395 mg/dl. Nothing further reported.